Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to change the cartridge and declined further troubleshooting with tandem technical support. Customer's blood glucose was 140 mg/dl.